Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.4 installed on samsung galaxy s21 5g (os 11) with mmt-1884 pump (from software version 8.11.3) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551311 document d00459457, version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. To assist with the resolution of the pairing issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Restart (reboot) the mobile device. 2. Remove mmm and fota apps from the mobile device. 3. Unpair mobile device from pump: options > utilities > device options > manage devices > select ""mobile xxxxxx"" and delete (or double check that the mobile device is not displayed in manage devices). 4. Go to settings > bluetooth (not a quick settings). 5. Unpair the pump from the paired devices. 6. Please make sure to remove all previously paired devices from the mobile device bluetooth settings (headphones or any other accessories). 7. Turn off bluetooth for a few seconds (not from quick settings). 8. Turn on bluetooth. 9. Install the fota app and proceed with the pump update. The helpline was advised to communicate with the customer with the provided steps for issue resolution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received ,by medtronic indicated that customer was unable to pair phone and pump also customer was unable to upload. Traoublehsooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and the pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.